Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated a bolus that was too large. Upon review of pump settings it was found that the pump carbohydrate ratio settings had been incorrectly entered. Customer's blood glucose was 60 mg/dl. Tandem technical support assisted customer in correcting settings and advised them to consult their healthcare provider regarding settings adjustments.